Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred, the 99% stenosed lesion was located in the moderately tortuous and calcified arteriovenous fistula located in the right antebrachium. The physician placed the 5.0 x 40/40 over-the-wire sterling balloon dilation catheter in the lesion and inflated the sterling balloon one time to 6atms, however, the balloon ruptured during the first inflation. The procedure was successfully completed with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)